Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A vibratory alert was received and the device was found to be in backup vvi mode. The device was reprogrammed to resolve the issue. The patient is stable.